Event description:
It was reported that pump malfunction occurred after pump was in water for couple minutes. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.